Event description:
Patient underwent a thrombectomy procedure on (B)(6) 2023 with the use of q6, mivi super 90, asahi 14 microwire, and penumbra 3max was used to advance the q catheter. The clot location was noted to be in the middle cerebral artery, m1 artery. It was noted that the patient had distal emboli to a downstream territory from m1 to m3 during the procedure as noted based on angiographic evidence, and the physician noted that this was probably related to the use of the q6 device. The event met the seriousness criteria, and no treatment was administered, and symptoms resolved without clinical sequalae. Mivi was notified of sae on august 3, 2023.